Manufacturer narrative:
**UDI related data quality updates only** the device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump small display assembly to lab use only (luo) testing equipment. The pst left the display running for an hour with no disruptions in the output observed. The display output was consistent and steady during evaluation. It was determined that the roller pump display met specification. Per data log review: based on the roller pump log, there were no issues logged regarding the flickering display. The pump module was communicating with the central control monitor (ccm) and as long as the communication is established, the pump speed and flow will be displayed on the ccm with or without the local pump display.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was flickering. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the roller pump display. The unit operated to the manufacturer's specifications.